Event description:
Nurse (rn) noted a large air bubble below pump chamber, while chemotherapy was running. The bag above the chamber had fluid in it, but no air was apparent. The pump did not alarm air in line.